Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during spinal fusion surgery the tip of torque driver sheared off after final tightening of implants. There was a surgical delay of two (2) minutes. Fragments were generated. The surgeon chose to leave the tip of driver in the setscrew. The procedure was successfully completed. They switched out broken driver for a new one. There were no patient consequences. This report involves one (1) viper 2 system final tightener driver x25. This is report 1 of 1 for (B)(4).